Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator had no power. The communicator power cord was hot. The communicator power cord was observed to be burned and the plastic melted. A boston scientific company representative advised replacing the power cord. No adverse patient effects were reported.